Manufacturer narrative:
Replaced breather valve and regulator repair kit to fix the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during patient use, the equipment did not respond after switching manual to automatic ventilation, leaving the bellows stopped at the top. The problem was in the inspiration proportional valve. There was no reported patient injury.